Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearings were not functioning. The device also failed the following pre-tests: check for smooth running, check for untrue running and check gripping power and function. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor on the quick coupling device trigger was broken. It was unknown if there were any delays to the planned surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.